Event description:
During the beginning of treatment some fibers leaked blood at the venous end of the dialyzer. (Since it was at the beginning of the treatment, the facility does not have a record of the tmp.) The patient lost about 300cc of blood. No blood from the extracorporeal circuit was returned to the patient. The treatment was stopped and the treatment continued with a new dialyzer. The blood leak was noticed visually and by a blood leak alarm. There was no pressure alarm. The facility has a ro water system. The psi at the inlet is 200mmgh and at the reject 180mmhg. The facility does not pre-process dialyzers.

Manufacturer narrative:
The issue of blood leak has been studied under technical summary, document.